Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer stated that there was no low reservoir alarm and no insulin flow block alarm. Customer was alleging insulin pump for under delivering because insulin pump stops delivery when they had 40 units left. Customer did self test and insulin pump had hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.